Event description:
The dentist reported that after 3 months that the dental implant was installed in intra-oral region #26 it was verified its non osseointegration. 50 ncm of primary stability was achieved, the implant was immediately carried out, patient presented infection, fenestration and low bone quality. Bone graft was not executed.